Event description:
The customer reported the device touchscreen did not respond when pressed. The customer contact reported that during delivery of an unspecified medication the device displayed vertical horizontal lines. It was reported that the nurse could not stop the device due to the touchscreen not responding; therefore, the emergency release lever was used on channel a and channel b to stop the device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical intervention were required. During testing at the user facility, the vertical and horizontal lines were not notes on the device display. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.